Event description:
It was reported when using the paxgene® blood rna tube there was insufficient additive quantity. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "tubes contain less than 50% of the normal amount of liquid additive."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for incorrect additive quantity with the incident lot was observed. The photo shows a normal tube and tubes which only contained a small amount of additive. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for incorrect additive quantity with the incident lot was observed. The customer samples received contained a small amount of additive in the tubes. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood rna tube there was insufficient additive quantity. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "tubes contain less than 50% of the normal amount of liquid additive."